Event description:
A male patient reported that he did not like the visual acuity provided by his intraocular lens (iol). This iol was implanted in his right eye on (B)(6) 2011; the reporter did not provide an onset date of when he began to experience poor distance and near vision as well as poor depth perception. The reporter characterized his vision troubles as ''debilitating''. At this time the iol remains implanted. Follow up with the patient's physicians is underway. A separate MDR is being filed for the left eye.

Manufacturer narrative:
As the iol remains implanted, manufacturing records were reviewed including sterilization records, environmental monitoring records, process and/or material changes were all found to meet specifications. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
In follow up with the patient's retina surgeon's office, it was stated that the patient had recovered well from the retina surgery on (B)(6) 2013 and that the intraocular lens implants were not a factor in the patient's visual issues. Patient was advised to wear his glasses. It was stated they would help with the patient's vision. No further information was provided. All pertinent information available to abbott medical optics has been submitted.